Event description:
Complainant alleged that during functionla testing, the device displayed a "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and isolated to the bridge board and hv module. Evaluation of the hv module identified a faulty mode relay. Evaluation of the bridge board identified a faulty insulated gate bi-polar transistor.